Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; massive aortic endograft infection: graft expulsion through the skin javier rodríguez-padilla, marta ramírez ortega angiology and vascular surgery, department of severo ochoa university hospital, leganés, madrid, spain angiology and vascular surgery, department of la luz hospital - quirón, madrid, spain https://doi.org/10.1016/j.ejvssr.2019.05.002. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular aneurysm repair of a ruptured abdominal aortic aneurysm on an unknown date. During follow up, the patient presented with a ruptured left common iliac aneurysm, the result of a type ib endoleak, which was treated with a non mdt stent graft limb and left hypogastric artery embolization. After 6 months later, the patient underwent a fem-fem bypass due to left graft limb occlusion as a result of acute thrombosis and acute lower limb ischaemia. 3 years later, the patient was admitted to hospital with asthenia and fever and abnormal blood results. CT showed massive retroperitoneal collections and after drainage of 2000cc of pus, the stent grafts were explanted. After drainage, the disconnected non mdt stent graft was observed protruding through the skin. The patient died in the immediate post-operative period. It was confirmed by the physician that the endurant device did not cause or contribute to the patient death.